Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 1200 (mg/dl) and diabetic ketoacidosis. Reportedly, the luer lock was loose and leaking when the customer went into diabetic ketoacidosis. The customer reported having neuropathy which makes it difficult to tighten the luer lock. The customer also reported possible kidney and heart issues, including myocardial infarction as a result of diabetic ketoacidosis. While hospitalized the customer was treated with intravenous and manual insulin. The customer was released on (B)(6) 2016.

Manufacturer narrative:
Follow-up 11/29/2016: the customer stated that the loose luer lock caused the reported event. The t:slim user guide states: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure."